Event description:
Medtronic received information that this valve was explanted after approximately five years of service due to a cuspal tear. There were no patient symptoms or adverse events reported.

Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time, as the product has not been returned for analysis. It was reported that the device will be returned for analysis. Once the product is received, evaluation will be performed, and a supplemental report will be provided to FDA. To date, there have been no adverse patient effects reported.